Event description:
Revision of total hip due to stem/neck pin failure 47 months after initial implantation. It was reported that the surgery was without complication.

Manufacturer narrative:
Review of radiographs showed that it appeared that the modular neck is still in place on top of the stem, but the neck has axially rotated (into anteversion), consistent with failure of the alignment pin. Additional implants removed: neck, short +47.5 cat# 220310, mfg. 2/19/2004, lot 533, exp. 02/28/2009.